Event description:
It was reported that while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was a label issue. The following information was provided by the initial reporter: we received shipment from bd on 11 may , during the mda labelling process, our logistic found out that one box was without bd label.

Manufacturer narrative:
H6. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2312543 was satisfactory per internal procedures. Formulation, filling, labeling, and packaging processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retentions for batch 2312543 were available for inspection. The carton for batch 2312543 did have one properly affixed legible label. Four photos were received to assist with the investigation: ¿ all four photos show different angles of a 100-pack bd carton, without a label. However, no product information is presented in any of the photos. Without product verification a photo alone cannot confirm a complaint. A photo must provide the product, product defect, and important product information must be included in the photo. If a carton defect, then the actual tube/bottle with the label showing must be included in the photo. No returns were received to assist with the investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for packaging/labeling defects. See h10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was a label issue. The following information was provided by the initial reporter: we received shipment from bd on 11 may , during the mda labelling process, our logistic found out that one box was without bd label.